Event description:
It was reported that on literature review "clinical effect of pfna and intertan internal fixation in the treatment of elderly intertrochanteric fracture", one (1) patient suffered from coxa vara. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). "Clinical effect of pfna and intertan internal fixation in the treatment of elderly intertrochanteric fracture." Doi: 1673-7210 (2020)10(c)-0099-04.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that patient specific clinically relevant documentation has not been provided as of the date of this medical investigation and it was communicated that there was ¿no more information¿. The current patient health status remains unknown. The clinical root cause of the reported coxa vara/hip could not be further assessed. The patient outcomes beyond that which was documented in the article could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.